Manufacturer narrative:
H.6. Investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that blood leakage occurred from injection port with an bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial during a cardiac arrest in a+e a cannula malfunctioned. After being used to administer a bolus of a drug the cannula started leaking blood directly from the top port. I had a similar experience (in a non arrest situation) in theatres during the week. Both cannulas were 18g bd venflon pro safety cannulas, but I unfortunately do not have a batch number as the packet had already been thrown away by the time an issue was identified. It appears there is a fault with the valve in the cannula that after bolus administration leads to free flow through the port, either from fluids or from the patients bloodstream.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leakage occurred from injection port with an bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: during a cardiac arrest in a+e a cannula malfunctioned. After being used to administer a bolus of a drug the cannula started leaking blood directly from the top port. I had a similar experience (in a non arrest situation) in theatres during the week. Both cannulas were 18g bd venflon pro safety cannulas, but I unfortunately do not have a batch number as the packet had already been thrown away by the time an issue was identified. It appears there is a fault with the valve in the cannula that after bolus administration leads to free flow through the port, either from fluids or from the patients bloodstream.